Event description:
--

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited a high out of range shock impedance measurement when attached to the device, even after reconnection. It was also noted that the electrogram appeared abnormal with noise and a flat shock channel. Subsequently the physician attempted a new lead with no other issues.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection revealed tha tthe lead body wass twisted. This damage appeared to be induced damage from trying to retract the helix. The lead was subject to direct current resistance testing and passed on all paths, verifying the electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.